Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The involved picco catheter was returned for investigation. During investigation it could be detected that the lumen tubing of the catheter had a cut (1,7 cm) and a compression below the channel separation. The guide wire showed bends. A review of the DHR could not identify any non-conformities relevant to the reported issue. Difficulties during retraction of the guide wire are known complications during arterial catheterization and are promoted by the fact that the patient had very narrow vessels due to his physical constitution. Additionally, the compression of the tubing could have contributed to the impossibility of retraction. It is not known, how the compression occurred, but since the catheter could be inserted in the beginning without problems a manufacturing issue is considered as unlikely. Based on the issue description, experience and product investigation it is considered as likely that the user has applied excessive force during retracting of the guide wire and caused the cut in the tubing. The IFU have indications about the proceeding if resistance is encountered. Please note, (B)(4) (importer) is submitting the report on behalf of pulsion medical systems se (exemption number (B)(4)).

Event description:
It was reported that the guide wire got stuck during retraction. Bleeding was detected (based on the hematoma likely more than 300 ml). A pressure bandage and transfusion was necessary. There was no further impact on the patient reported. Guide wire and catheter were then retracted simultaneously. Manufacturer reference #:(B)(4).